Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of telemetry failure was confirmed. The cause was determined to be a parity error that was repeatedly detected but not corrected due to a known issue with shipped settings.

Event description:
It was reported prior to implant, while the device was still in the package, it was unable to be interrogated. This device was not implanted.